Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the lead fracture was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had their implantable neurostimulator (ins) since (B)(6) 2013 and had to have the battery changed in 2017 due to a wire fracture. They did not have a 50% reduction in symptoms. The patient had normal treatment without influence, at the time of the report. No further complications were reported/anticipated.